Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Both haptics are bent in the gusset and distal areas. The optic is torn/split/cracked and smashed over a post of the lens case with a large portion of optic lens material missing (not returned). We are unable to conduct a fold inspection due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. Qualified associated products were provided. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause. The observed lens damage appears to be caused by a post of the lens case. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol didn't unfold out of the shooter correctly. The iol was replaced and the procedure was completed. Additional information was requested.